Manufacturer narrative:
Product event summary: matters emitter issue. Other relevant device(s) are: product ID: 9 731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that there was an issue with the emitter. The rep suspected narrow emitter field. The procedure was completed with another emitter. The issue occurred pre-operatively with no delay to surgical time. There was no reported impact on patient outcome.